Event description:
During diagnostic cerebral angiogram, resistance was felt while advancing the microwire through right femoral artery. The needle and microwire were attempted to be removed. Needle was removed without any incident and microwire was removed more than half of its length but the tip of the wire got sheared off and found to be in surrounding subcutaneous tissue.